Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-12149. Reference MFR. Report: 1627487-2018-12187. It was reported that the patient was in a car accident. It was reported that the t12 lead was fractured, and was in turn replaced. The patient's ins was replaced electively per physician's prerogatives. One additional was also added to improve coverage.

Manufacturer narrative:
Primary device UDI number and secondary device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12149. This patient is enrolled in a clinical study. It was reported the patient experienced ineffective stimulation in the lower back and right groin. The patient was admitted to the hospital on (B)(6) 2018 for the back and groin pain. High impedances were noted for the t-12 lead and a cat scan was unremarkable. The patient was discharged from the hospital after x-rays were taken. X-rays were reviewed at a later date and revealed a fracture in the t-12 lead. Reprogramming achieved temporary pain relief. As a result, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead fractured.

Manufacturer narrative:
Ins device information is unknown at this time.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-12149. Reference MFR. Report: 1627487-2018-12187. Follow up information identified the ins is planned to be replaced for unknown reason, and it has therefore been added to this report as the third device.